Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant three attempts were made to implant the right ventricular (rv) lead. The rv lead was attempted not used and replaced. No patient complications have been reported as a result of this event.